Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain and stiffness. After anesthesia was administered rom was 10 -120 but there was some mid flexion instability noted. Posterior capsular release and manipulation were performed and a thicker insert was placed with full extension, flexion and stability were excellent. Doi: (B)(6) 2021 dor: (B)(6) 2021 right knee.